Event description:
It was reported the patient received the following results within 10 minutes: 45 mg/dl, 78 mg/dl and a 3rd result between 110-120 mg/dl. At some point the caller did change to a new vial of test strips, but it is unknown if two different vials were used for the comparison.